Event description:
Ous MDR - it was reported that 41 months after the implant, the patient received inappropriate shocks. Lead damage was suspected. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves showed a stable pacing impedance around 450 ohms between may 2016 and december 2016 with a subsequent severely varying curve progression and values up to 1500 ohms. Furthermore the provided iegms showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.